Event description:
The customer requested normal technical inspection of the device. The customer sent the device to the bench for technical inspection and a faulty battery was found. The customer declined repair.